Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status mol1. Therew were 138 charging cycles was documented. The ICD was visually inspected. The visual inspection revealed traces of lead abrasion on the ICD housing. The memory content of the ICD was inspected. The analysis of the available iegm's showed, that this large amount of charging cycles was caused due to the detection of noise in the right ventricular channel. Hence a sensing test was performed, and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the analysis of the ICD revealed traces of lead abrasion on the ICD housing and that the large number of charging cycles was caused due to the detection of noise in the ventricular channel. This is consistent with the clinical observation as well as the outcome of the lead analysis. During further analysis the ICD proved to be fully functional. Especially, the sensing functions of the ICD were flawless. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this patient had a lead and ICD replacement on (B)(6) 2012. The new lead displayed artefacts in (B)(6) 2012 and he arrived at the hospital in (B)(6) with about 29 shocks. The patient has had 5 ICD and 3 leads replacements in 10 years so he refused a new replacement. The device was programmed to low energy shocks and long detections but he still received shocks. Therefore, it was programmed off and at that time he decided to explant the system.